Manufacturer narrative:
The reported power event was inconclusive. A product evaluation is not possible as no product has been returned to date for this complaint. Based on the information received, the root cause of the reported event could not be conclusively determined as the power supply was not received.

Event description:
The patient reported that sparking was observed from frayed and exposed wires on the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.